Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 12-jun-2017 found that injection valve had exceeded the home sensor. Was able to tighten the set screw amost a full turn before tight. Ran sevreal patients while watching valve with no more play. Made adjustment to ff (flow factor) from 1.10 to 1.06 and rt (retention time) were better at 0.58. Ran controls with all acceptable results. The most probable cause of the reported event was an injection valve set screws loose.

Event description:
On (B)(6) 2017 the customer reported error 718 with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.